Event description:
It has been reported to co that during the procedure the #1 & #2 poles would not sense or pace. The catheter was removed and replaced to complete the procedure. There is no report of pt injury. The device is being returned to co for it's eval.